Event description:
It was reported that the infusion set was leaking at the connector connection of transfer set and headset.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction: device lot number and expiration date updated in d4 and device mfg date in h4.